Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath distal tip expanded as designed with no split observed. The sheath liner was expanded 6 inches in length distally and minor damage to the sheath tip was observed. Minor scratches along the sheath shaft were also observed. No other abnormalities were observed. No functional testing could be performed due to the condition of the returned device. No dimensional inspection was performed as there was no applicable/relevant measurements required pertaining to the reported event. A review of the DHR, complaint history and lot history did not reveal any indications that a manufacturing non-conformance contributed to this event. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaint for the ¿sheath distal tip split¿ was not confirmed based on the inspection of the returned device as the distal tip had expanded as designed. The complaint for the ¿sheath shaft insertion difficulty in the patient¿ was confirmed based on the visual inspection of the device; however, no manufacturing non-conformances were observed. The exact root cause of the event could not be confirmed. Procedural factors (manipulation of the device), in addition to patient factors (access vessel calcification and tortuosity) likely contributed to this event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeded the april 2016 control limits for the ¿sheath distal tip split¿ or the ¿sheath shaft insertion difficulty in patient¿ trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a tavr procedure, difficulty was encountered during the insertion of an 18fr expandable sheath (esheath) into the left femoral artery. The esheath could not be advanced and was withdrawn in the ¿middle of insertion.¿ upon withdrawal, the distal tip was noted to be split. No patient injury was reported. A new esheath was prepared and used for the procedure. The procedure was successfully performed without complications. The access vessel minimum luminal diameter (mld) measured 5.9mm x 7.5mm with ¿not much¿ calcification and tortuosity reported. It was speculated that some torque was possibly applied to the sheath during the insertion as insertion difficulty was encountered.